Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing on the station. A technical support specialist reviewed the station inactivity settings, which were initially set to 60 days, increased the inactivity period incrementally to 90 days and 150 days; however, the sample patient did not appear. After extending the inactivity setting to 300 days, the sample patient successfully displayed on the station. Customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not appearing on the pyxis. Although the patient showed as active and admitted in the pyxis es server, the patient did not display on the pyxis station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.